Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the serial numbers on the patient's ID card were incorrect. The incorrect serial numbers were(B)(4) on the left, and (B)(4) on the right. The ID card was corrected and sent to the patient. The patient's indication for implant is parkinson's dual and movement disorders.